Event description:
A customer reported a malfunction on their insulin pump, specifically identified as malfunction code 16. There was no adverse impact to the customer's blood glucose level reported. The customer reverted to a backup insulin pump to ensure insulin delivery and was instructed to return the malfunctioning pump with a pre-paid label.